Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical canada for evaluation and the device performed to specification. A review of the device log indicates the device was turned on in manual mode according to customer configuration. In this mode, the user must press the analyze button to analyze the ECG signal, as the device does not auto-analyze. In rescue mode, the device performs analysis every 2 minutes. The device was charged following a shock advised prompt; however, the user exited the rescue protocol before the next analysis cycle by pressing the energy up/down button. The x-series logs do not record the button presses but the log indicates that the energy up/down button was pressed to disarm the charge. The device passed all functional testing including impedance calibration test, defib/ pacer stress testing, bench handling and defib cycling without duplicating the customer?s report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to analyze. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.